Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. A medsun/medwatch report #(B)(4) was received on 16-apr-2025 stated that the IV pump alarmed 15 minutes after initiation of unspecified chemotherapy. Upon assessment of pump, the rn noticed chemotherapy on/surrounding the floor and down the IV pole. Upon further assessment, it was noted that the cassette of the primary line was depressed, and chemotherapy was leaking out of the top. The pump read total of 129 cc 'administered' when alarmed. The event occurred at an outpatient treatment facility. There was no report of any human harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Manufacturer narrative:
No product samples, videos or photographs were returned for investigation; therefore, the reported issue cannot be confirmed and a probable cause cannot be identified. Lot history review was conducted, and there were no non-conformances found that would have contributed to the reported complaint.